Event description:
Patient suffering from acute coronary syndrome at time of procedure. One lesion was treated 1 month ago. The lesion was located in the distal rca. One endeavor stent was implanted (3.50x15mm stent). On the same day, the patient suffered an acute non-stemi. Location of the infarction was inferior. Related to rise of cardiac markers after the study procedure. No clinical symptoms, after stenting temporary flow reduction in the target vessel. Investigators assessed the event to be a non-qwave mi indicating that event was not life threatening and not related to the stent study. Please note that this model number ensp35015x is not distributed in the us.

Manufacturer narrative:
Lack of information.